Event description:
Donor site was taken with a dermatome - first piece of skin taken was split thickness graft, within normal limits. Second piece taken was a full thickness piece without the setting indicator changed on the dermatome. Post evaluation revealed that retaining screws that hold the plate/blade on were loose in or. Testing in the biomedical lab could not duplicate the loosing of the screws.